Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to battery advisory. The patient was stable.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.